Event description:
Customer reported a malfunction after swimming with the pump for about an hour, which led to a malfunction 24 code that could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.